Manufacturer narrative:
Results: a sample was not returned for evaluation. Four photos were sent that showed the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4171742. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer blood collection tube 16 x 100 had a chipped stopper on the inside of the tube. No injury or medical intervention reported.